Event description:
It was reported to philips that the device was unable to perform fluoroscopy no harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer cancelled the case and resolved the issue with a different service provider; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.